Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported torn suture was confirmed. In the absence of complete device returned for analysis, a conclusive cause for the reported suture fray could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with an 8fr sheath after an interventional left heart catheterization. Reportedly, when the suture was retrieved prior to knot advancement, it was noted the suture was frayed. The proglide suture was used to achieve hemostasis. The physician is reported to be trained in the use of the proglide. No additional information was provided.